Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with vancomycin 2gm (route and frequency not reported). The outcome of the peritonitis event was unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (previously reported as unknown). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adaptor should additional relevant information become available, a supplemental report will be submitted.